Event description:
It was reported that during prepping of the 3.0x12 mm xience xpedition stent, the stent implant dislodged from the balloon when the protective sheath was removed and is hanging outside the sheath. The device was not used on the patient. A new xience xpedition was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states to remove the delivery system from its protective tubing prior to preparation of the delivery system.